Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% unspecified target lesion was moderately tortuous. After rotational atherectomy was performed, the 3.25 x 15mm nc quantum apex mr balloon catheter was inflated and ruptured at 10atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).